Manufacturer narrative:
Supplemental #2 sent: 3/1/06. Based on our test results and observations we cannot reliably determine a cause to the reported incident. The testing was within acceptable specifications.

Event description:
When the pad was taken off of the pt the staff noticed a burn of the pt's thigh. At the time the pt was treated with silvadine cream. The pt was sent to a dermatologist who debrided the wound and applied dressings. The pt is continuing with an antiseptic wash and dressings.